Manufacturer narrative:
This product is not marketed in the us. Work order search: no [or#] similar complaint type events were reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6, -8.50/4.5/103 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2020. Low vault was observed. Lens remains implanted. Cause of the event is reported as unknown. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Additional information: b5- originally the claim was determined to be reportable, but upon further review, disregard initial MFR report as it is n/a. Claim# (B)(4).